Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot# n532307003, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient stated that she had been in the hospital twice. The night the pump was implanted, the patient was sent home and experienced withdrawal and foaming of the mouth with vomiting. The patient went to the hcp on (B)(6) 2015 and discovered that the catheter was twisted and the patient was not getting medication. The patient was hospitalized during this time and the catheter was fixed. Right after the catheter surgery on (B)(6) 2015 it was discovered that they "didn't put enough medicine in"; they only put half the amount. The patient again went through the withdrawals. The patient stated that she was in the hospital when they realized the pump medication was "0.3 instead of 3.0" and the patient had to go back in again. The patient stated that she was under a tremendous amount of stress during the withdrawal and did not remember much of the withdrawal because she was so sick and had ivs coming out of her arms. The patient claimed that when the new pump was placed on (B)(6) 2015, a new catheter was not put in, and that the new catheter was not placed until the second surgery on (B)(6) 2015. The patient stated that currently she had a new pump and catheter in.

Event description:
The patient reported that their pump was placed (B)(6) 2015. The patient went home and had to return and was admitted through the ER (emergency room). Per the patient, the "hcp programmed it at 0.3" and the patient went into full withdrawal. Per the patient ¿when pump replaced it was at 2.6 something". They had contacted the hcp and "he turned it up to 0.05." The pump was used to deliver dilaudid. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Updated medical device information. Concomitant medical products: additional product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Updated implant date: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported that on (B)(6) 2015 she had her first pump placed. The patient stated that "they checked everything and found that the medication was not getting through the catheter. "It didn't work out," as the patient went through withdrawal. The patient experienced vomiting, foaming at the mouth, and shakes. The change in symptoms was noted as gradual. The patient was opened up in 2 places and a new pump and catheter were placed on (B)(6) 2015. The indication for use was for non-malignant pain. The type of medication being delivered via the device system was dilaudid (the concentration, dose and lot number were unknown). Additional information has been requested regarding the troubleshooting that was performed and the cause of the problem, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.